Event description:
It was reported that the patient had a system error 2240 (air in set) alarm on the homechoice (hc) device during the dwell step of peritoneal dialysis (pd) therapy, while the patient was connected. The patient had already disconnected from the setup at the time of the report. Troubleshooting with the technical service representative (tsr) did not reveal any issues that would have caused or contributed to the alarm. The patient was to complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.